Manufacturer narrative:
The customer reported that their multi measurement server (mms) had displayed an 'mms unplugged' inop while monitoring a pt who had come to the hospital in anaphylactic shock. There was no relationship of the monitor to the pt's anaphylactic shock condition. The hospital risk manager stated the problem did not increase complication for the pt. A philips field service engineer (fse) was on-site when this call came in. He was able to duplicate the inop and concluded that the mms was defective but did not replace the mms. I spoke with the customer on 6-feb-2009, and was told that they had not replaced the mms. I asked if he would like to send the mms in for analysis and he told me he would get back to me. As of 12-may-2009, it have not heard back from the customer. There is no record of the mms being replaced, just that it was removed from service. The malfunction is clearly announced to clinicians not only by the audible and visual inop, but also by the lack of waveforms and numerics from the associated monitor. This malfunction has minimal health risk. No further investigation or action is warranted.

Event description:
The customer reported that their multi measurement server (mms) had displayed an 'mms unplugged' inop while monitoring a pt.